Event description:
During review of the in-house programming/diagnostic history database, it was observed that during implant surgery on (B)(6) 2011 the patient's settings were different than what were programmed the same day. The settings found were indicative of a faulted diagnostic test which occurred earlier during the surgery. The device was interrogated and programmed prior to the patient leaving the surgery; however, the device frequency, off time and magnet on time were not corrected prior to the patient leaving the surgery. The off time setting was corrected on (B)(6) 2011. No patient adverse events were reported.

Manufacturer narrative:
Analysis of programming history.